Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineer has investigated the the reported machine on site. The turbine model has been replaced and sent back for investigation. The return turbine has been tested in a machine. It passed the pre-use check. During ventilation it alarmed for technical error that indicates a turbine module failure and o2 concentration high in which indicates that the turbine has stopped working. By evaluating the received logs from the reported machine. It confirms the reported technical error and it shows that the machine alarmed for o2 concentration high after the technical error. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).